Event description:
Information was received indicating that during use of a smiths medical cadd tubing for a life sustaining infusion, leaking was noted from the filter. It was noted that user noticed leaking when she felt a wet spot on her shirt. It was reported that patient was advised that it is possible tubing maybe faulty and was instructed to change tubing to a new one. Subsequently, patient was able to successfully continue infusion. No patient consequences were reported. No adverse effects were reported.